Manufacturer narrative:
Analysis of the catheter revealed a user related deformed shape along with the dislodgement allegation and user related kinks in the catheter body. Analysis also revealed a prolapsed silicon layer in the dispensing holes. Analysis noted a prolapsed silicone layer at the most proximal pair, middle pair, and most distal pair of dispensing holes. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 09-apr-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was receiving fentanyl (2000mcg/m l at 375mcg/day) and bupivacaine (8mg/ml at 1.5mg/day) via intrathecal drug delivery pump. The indication for use was noted as non-malignant pain. It was reported that on (B)(6) 2019, part of the catheter spinal segment was explanted due to migration of the catheter and kinking of the catheter. The explanted segment was replaced. The patient reported increased pain and reservoir discrepancies (more medication in the pain pump) at pump fills within the last 6-7 months (relative to (B)(6) 2019). No environmental, external, or patient factors were reported to have caused this issue. The healthcare provider (hcp) attempted to aspirate the catheter access port (cap) in the office about a month prior to (B)(6) 2019, but was unable to aspirate the cap. The catheter was originally implanted in 2015 with the catheter tip at t9. X-ray showed that the catheter tip had migrated to l2 and that the catheter was kinked/coiled distal to the anchor. The hcp removed the anchor and trimmed the catheter on the side of the anchor that was proximal to the pump. He then removed the trimmed segment that was in the intrathecal (it) space in its entirety and implanted a new spinal segment. He connected the new spinal segment to the rest of the existing, patent catheter. He confirmed patency of the catheter by successfully aspirating cerebrospinal fluid (csf) from the cap. The issue was resolved and the patient was "alive - no injury". There were no further complications reported at this time.